Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. A serious injury has been alleged against the cycler machine. Due to lack of information, MDR's will be filed for each concomitant device as part of a system level review.

Event description:
A peritoneal dialysis patient called in with drain complications during treatment. A follow-up call was placed to the patient's peritoneal dialysis nurse. The patient called the clinic on (B)(6) 2014 with abdominal pain. The clinic had the patient do a manual fill of 2000 ml and had her go to the clinic for culture. The patient's effluent was noted to be cloudy at this point, the patient had previously reported clear effluent. A culture was done, and no organisms grew out, but the cell count was elevated. The patient was treated with ip vancomycin and fortaz.